Manufacturer narrative:
(B)(4). Batch # t5ew2p. (B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs29a device arrived with no apparent damage. No protruding staples were observed, however, one staple was noted to be missing and the breakaway washer was uncut. In addition, the staple retainer was returned with marks of staples. No functional test was performed to preserve evidence. The event reported was confirmed and it is related to improper use of the device. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. For more information please refer to the instructions for use. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, it was found that the staples had been protruded before use. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.